Event description:
It was reported that the right ventricular lead failed to capture and had increased thresholds. The patient was in ventricular tachycardia. The lead was reprogrammed and is still in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv (right ventricular) output was increased. The patient was noted to be part of the product surveillance registry.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.